Event description:
While servicing the ventilator for preventive maintenance the respironics service technician reported the ventilator alarmed low oxygen supply. The service technician observed a diagnostic code in log history indicating a detection of the oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. There was no patient involvement. The service technician replaced the oxygen valve to correct the problem. The service technician performed final testing and all tests passed to specifications.